Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op, the bone screws were broken bilaterally at s1. Both screws were broken midway down the cortical thread. The patient had not fused. The patient underwent a revision surgery and fragments of the screws in the vertebral body could not be removed. No additional patient complications were reported.

Manufacturer narrative:
Two of the back side of screws returned each ¿28mm long. The fracture surface of the first screw has been rubbed against it other face to the point that not much can be gained from visual analysis (fig 1). On the fracture surface of the second screw (fig 2) fatigue lines can be seen across ¿30% of the face starting in the left portion of the pic, then followed by overload failure across the rest of the surface.

Manufacturer narrative:
(B)(4). The screw has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.